Event description:
It was reported intermittently that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.